Manufacturer narrative:
(B)(4). Any additional information received from customer will be included in a follow up report. (B)(4).

Event description:
The customer reported while using the avea ventilator, it alarmed circuit disconnect but passes the extended self-test (est). The transducers were checked and the expiratory flow transducer is fails calibration. The customer states that it is unknown if there was patient involvement.